Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that, after insertion, that the physician removed the implantable cardiac monitor (icm) due to undersensing. The physician stated that this may have occurred due to the patient's weight. The implantable cardiac monitor (icm) was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.